Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of claim and medical records, it was stated that the patient was revised to address metallosis. The operative report indicated some gray fluid and a tremendous amount of scar tissue with some gray synovitis which was then debrided. Metal debris were cleansed via pulsed lavage irrigation. Additionally the patient was experiencing pain and had excessive metal ions in his serum. The acetabular component was noted to be very vertical thus a fishing liner to change the center rotation was trialed. No lab results provided. (Left hip).